Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving elevated reading of ¿hi, over 600 mg/dl¿ compared to another meter reading of ¿176 mg/dl.¿ this complaint is classified according to the documentation of the customer care advocate. At the same time the patient obtained the alleged ¿hi¿ reading and symptoms of ¿dizzy and sweating.¿ the patient did not base his diabetes treatment on the elevated reading at the time of concern. At a much later time (more than 30 minutes), the patient was tested on an ems meter at ¿176 mg/dl.¿ there was no report of any required treatment for acute complication of diabetes. The patient noted the meter to other meter comparison was performed more than 30 minutes of each other. The unit of measurement was set correctly. This complaint is being reported because, the patient had symptoms suggestive of hypoglycemia while she/he managed her/his diabetes with the lfs product. It is unclear if the lfs product was a contributing factor to the reported symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.